Manufacturer narrative:
Batch review performed on 07 february 2019: lot 178691: (B)(4) items manufactured and released on 14-mar-2018. Expiration date: 2023-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain caused by a laterally dislocated patella after about 9 months from the primary surgery. The surgeon revised the patella implant, femoral component and poly.